Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. When the patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed insulin out during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 05/09/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. During evaluation the force sensor was found to be out of calibration. Unrelated to the complaint, the keypad was found to be leaking and moisture damage was found on the pcb.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release; 2531779-03/24/2010/003-r.